Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just an adverse event as previously reported due to the report of post operative staple line bleed, which could potentially be related to a product problem. Corrected information can be found the following field: b1 and annex g b1 updated from "adverse event" to "adverse event and product problem". Annex g updated to include "g0405214 - staple".

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the current information provided, the root cause of the customer reported failure mode cannot be determined or is unknown. If additional information is received, a follow-up MDR will be submitted. A site complaint history review was conducted and did not show any additional complaints related to this event. No image or video clip for the reported event was submitted for review. System error log review was conducted on 17-aug-2021 for a procedure on (B)(6) 2021 on system (B)(4). There were no observed events in the system logs during the 85 minute procedure that would suggest a product issue and logged events are in line with normal system functionality. A review of the instrument logs was also performed. Single use sureform 60 stapler pn: 480460-09, ln: l91210630-0291 was recorded with one sureform 60 green reload pn: 48360g-0 and five sureform 60 blue reloads pn: 48360b-0. All other, reusable, instruments used in the case have been used in subsequent procedures and at this time, a site complaint history search shows no complaints filed against those instruments. An isi advanced failure analyst (afa) engineer conducted a stapler log review and found the following: logs show that sureform 60 stapler pn 480460-09, ln: l91210630-0291 fired 6 reloads (1 green followed by 5 blue). All firings were completed. The first firing (green) had 1 pause for compression. All blue firings had no pauses. There were no incomplete clamps in the procedure. There was no report of a malfunction of a da vinci system, instrument, or accessory and the initial da vinci-assisted procedure successfully completed. At this time, there is insufficient information provided to determine that a sureform instrument or reload malfunctioned and there was no customer allegation of a malfunction. However, there was an alleged post-operative staple line bleed and a 2500cc hematoma that required repair in a second procedure to resolve. At this time, the root cause of the reported event and post-operative complications are unknown. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Because the product is not implantable. The lot number for the stapler reload was not available. Therefore the lot number and the UDI fields are unknown. It is unknown if the initial reporter submitted a report to the FDA. Insufficient product information was provided in order to obtain the date of manufacture.

Event description:
It was initially reported from an intuitive surgical, inc. (Isi) area sales manager, with information from the site's risk manager, that after a da vinci-assisted sleeve gastrectomy procedure on (B)(6) 2021, the patient was brought back to the operating room (or) on (B)(6) 2021 for a staple line bleed. On 17-aug-2021, isi obtained the following additional information regarding the reported event from an isi area sales manager, with information from the site's risk manager: after a successfully completed da vinci-assisted sleeve gastrectomy procedure on (B)(6) 2021, the patient experienced general unspecified symptoms of not feeling well. On friday, (B)(6) 2021 the console surgeon of record took the patient back into the or and performed a reoperation on the patient. The surgeon discovered a 2500cc hematoma coming off the greater curvature of the stomach up to the splenic hilum. The surgeon drained hematoma and saw no active bleeding. He then used floseal along the staple line, suctioned remaining fluids from the abdomen and closed patient back up. The patient went home and is doing fine. There was no report of active excessive bleeding or a blood transfusion. There were no known system or instrument issues in the initial da vinci-assisted procedure. The initial procedure reportedly went well. There was a message of ¿too thick of a reload for type of tissue¿ and there was the ¿usual pausing for compression¿ when using the stapler instrument but nothing unusual. There was no buttress material in use. There were no reported clamping or unclamping issues. No report of excessive bleeding or blood transfusion. It is unknown if the procedure was recorded. There were no known/recalled system errors, outside of pausing for compression upon stapler fire which is expected instrument behavior. There were no intraoperative instrument collisions and there were no staple fires on any hard object. It was unknown if tissue was calcified or if there was tissue tension. Buttress material was not in use. The stapler instrument and all reloads were inspected prior to use and there were no obvious visible issues. While there was no report of clamping or unclamping issues, a specific blade error, a reload stuck on tissue, missing staples or malformed staples, the customer reported a ¿staple line leak¿ where a sureform 60 stapler had been in use. Intuitive surgical, inc. (Isi) has reached out to the surgeon of record to obtain additional information but has not yet received a response.